Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet insertion test passed without issue, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to loss of capture threshold. The lead exhibited sensing, impedance measurement but no threshold. This lead was repositioned repeatedly, but the same issue remained. A competitor lead was successfully implanted. No adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to loss of capture threshold. The lead exhibited sensing, impedance measurement but no threshold. This lead was repositioned repeatedly, but the same issue remained. A competitor lead was successfully implanted. No adverse patient effects were reported.